Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was 151 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised the battery went dead and when they replaced the battery they were unable to get rid of a black circle on the display screen. Customer advised the air bubbles were a quarter of an inch in size. Customer advised the insulin pump was rewound with a reservoir in place. Customer was advised that their actions resulted in air bubbles and that they needed to change out their infusion set. Customer was advised to change out their reservoir and never rewind the device while the reservoir was in place.